Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified vessel. A 3.50mm x 20mm emerge balloon catheter was advanced for dilation. However, the balloon ruptured during inflation, and the tip was torn off as it was retracted into the guide catheter. The device was successfully removed, and the procedure was completed without any complications to the patient.